Event description:
The pt is reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed it was not functioning. Surgery to explant the pt's device will be scheduled.